Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as the lot number reported was not found in halyard health databases. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 14-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced four different events, which were associated with separate units, involving an unknown number of patients. This is the first of four reports. Refer to 8030647-2018-00022 for the second event. Refer to 8030647-2018-00023 for the third event. Refer to 8030647-2018-00024 for the fourth event. It was reported that the flex connector became disconnected from the vent circuit at the adapter tubing. In one instance, a caregiver was sprayed when the inline catheter disconnected at the flex connector tubing. Additional information received on 23-jan-2018 stated there was no medical intervention required and no patient injury. The instance when the caregiver was sprayed, ended up with secretions in their eyes. No injury reported. No further information was reported.